Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.00mm x 15mm apex¿ balloon catheter was advanced to dilate the target lesion. However, the shaft broke upon delivery. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Upn corrected from h7493895915200 to h7493895920250. Catalog/model # - corrected from 38959-1520 to 38959-2025. Device lot # ¿ corrected from 18957230 to 18547184. Device expiration date corrected from 28feb2019 to 31oct2018. Device manufactured date corrected from 02mar2016 to 23oct2015. Device evaluated by MFR.: returned product consisted of an apex balloon catheter. The returned batch number is different than the reported batch. The balloon was loosely folded with fluid I the balloon and lumen (shaft). The hypotube, inner shaft and outer shaft were microscopically and tactile inspected. Inspection found no damage or irregularity. Inspection of the remainder of the device found no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.00mm x 15mm apex¿ balloon catheter was advanced to dilate the target lesion. However, the shaft broke upon delivery. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.